Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a missing smiths tampered seal label. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log couldn't be downloaded. To further investigate, a functional test was performed. Customer problem was not duplicated. However other problems related were found during the investigation. It was recommended that the latch lock optic sensor and downstream occlusion sensor be replaced for preventative measures.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an intermittent cassette not attached error. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.